Manufacturer narrative:
No contact lenses were returned to the manufacturer for analysis and no lot number was supplied for review. Coopervision is unable to investigate this incident further. The association between the coopervision device and the event is unconfirmed.

Event description:
The patient wore contact lenses on (B)(6) 2018 and experienced symptoms of decreased vision with pain and redness of the eye. The patient sought medical treatment on (B)(6) 2018, it is noted that slit lamp findings showed subepithelial neuritis and an infiltrate lesion around the corneal limbus. A diagnosis of acanthamoeba keratitis in both eyes (ou) was made based on these observations. The patient was treated with polyhexanide, hibitane (chlorhexidine gluconate), pimaricin, gatiflo (gatifloxacin hydrate), and fluconazole. Corneal scraping was done and examination was conducted but a causative microorganism was not identified. The patient has been seen for frequent follow up visits, the condition of the eyes is improving but is not resolved. This event is being reported due to medical intervention necessary to prevent or preclude permanent injury or impairment of the eye function or structure, incomplete medical information and diagnosis, and unknown resolution.